Event description:
It was reported that the drive support cap was loose. No further information was provided.

Manufacturer narrative:
The insulin pump was received with protruded and or loose drive support disk, minor scratched lcd window, cracked battery tube threads, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.